Manufacturer narrative:
No report of injury. A steris service technician arrived onsite following the reported event. The technician ran a test cycle and was unable to reproduce the reported event. While on site, the technician noticed the user facility was using old synergy 444 racks that are incompatible with the unit. The technician stated the reported event was attributed to using racks not compatible with the amsco 5052 washer. Incompatible racks used with the amsco 5052 can cause low pressure alarms and water leaks. The amsco 5052 washer's operator manual states (p. 4-2) "ensure no items stick out or hang out of rack. Always use a rack designed to handle appropriate type of items to be processed." The technician counseled the user facility on the use of compatible racks with the unit. No additional issues have been reported.

Event description:
The user facility reported low pressure alarms and water leaks from their amsco 5052 washer.